Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history and sterilization records found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue and did not affect product integrity or functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Lead was returned incomplete, therefore, it could not be functionally tested. There was inner and outer tube damage noted as well. Reddish discoloration noted on the paddle portion of the lead. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the pt developed problems walking over the last year. Since the implant, the pt developed neuropathy in her right foot. Approximately one year post-implant, the pt had trunk pain where the lead was located. A foramenotomy was performed to decompress the area around the lead. During lead replacement procedure on (B)(6) 2010, and ultrasound showed cord compression due to scar tissue around the lead. The scar tissue was removed during the procedure. It was reported that the physician noted discoloration on the paddle portion of the lead near the electrodes. The neurosurgeon requested that the scs system be activated after one week from the procedure date. The explanted lead was returned to the manufacturer on 10/20/2010. No further info is available.